Event description:
Patient reports she's been "in and out of hospital for heart conditions" and has had many procedures and appointments. Also mentioned currently on phenazopyridine for at least a couple more weeks because she says she went to kidney doc for stent removal and they said she still has uti so she needs to continue taking it. Says every time they put stent in she gets uti from it; "after kidney surgery which was big failure the infection was so bad was starting to go septic within 2 hours from putting stent in" also says one time after she gave herself the skyrizi shot she "had a lot of bruising with it", says it wasn't painful and took some time but did go away. Prescriber details - prescriber name: (B)(6).